Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2026. The blood glucose level was high at the time of the event and patient got treated with manual bolus via pump.